Manufacturer narrative:
(B)(4). Device not available for analysis.

Manufacturer narrative:
Device coil is not available for analysis. This report is filed (B)(4) 2012. Coil not available for analysis.

Event description:
Per the clinic, the patient reported that the external transmitter coil became hot during use. There were no reports of patient injury. The incident is under investigation and the device has been removed from service.